Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and a blood glucose level of 300-350 mg/dl. Customer was treated with intravenous fluids. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, the customer's non-tandem infusion set cannula became kinked. The brand and manufacture of the infusion set was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.